Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was water temperature problem in an arctic sun device. Per review of wo notes, the fill hose was connected incorrectly and had been placed in the drain compartment. The salesperson checks it and corrects it. No patient involved / injured. Per follow up information received via mail on 07may2026, no patient involvement. They do not have information about whether the problem with t was cooling or heating, finally it was fixed because the fill hose was connected incorrectly and had been placed in the drain compartment. Per sample evaluation results received via task on 14may2026, it was reported that the device was having problems with the water level indicator due to a defective water level sensor. Per sample evaluation results received via task on 09jun2026, it was reported that the alarm 77 (non-recoverable system error) seen as depot repair findings from wo (B)(4).